Event description:
It was reported that the pump had a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv) at the last 3 refills. An example was reported where the erv was 8ml and the arv was 12ml, but the reporter was not confident in these numbers. It was noted that the physician told the patient that the flow rate decreases toward elective replacement indicator (eri). It was reported that the eri for the pump was (B)(6) 2012. It was planned to replace the pump early. Concern about the catheter was also reported. It was believed that the event logs had not been checked. No alarms were heard. It was uncertain if the pump was helping the patient's pain, because the patient had another fusion in (B)(6), unrelated to the fusion the pump was implanted to help. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the patient had their pump explanted in (B)(6) 2012 "because the battery was dying", and the p physician could not replace the pump as intended because the labor department was unable to supply product to the ambulatory facility where the patient's physician was noted to have performed surgeries. The pump was noted to have been "about 7 years old." The patient stated that he was looking for a new physician to implant a new pump. The patient stated that he had gone through "horrible withdrawal symptoms". No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no longer applies to this event.

Manufacturer narrative:
(B)(4).